Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -12.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).